Manufacturer narrative:
Concomitant product: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) found a punch-out hole in the #2 grommet.

Event description:
The implantable neurostimulator (ins) and extension were returned. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The ins and extension underwent routine analysis.